Manufacturer narrative:
The investigation has been completed. The product was returned for evaluation. Data logs were reviewed, and motor current high alarms were observed with pump stop. Multiple motor current spikes were observed initially after the case start within five minutes but after was able run at p-6 at low flows. Low flows were observed at p-level higher than p-5. Again, pump stop was observed at the end after two hours. The pump was visually inspected and found biomaterial ingested on the impeller. No other abnormalities were found during the case review. The cause of the pump stop issue was due to ingested biomaterial over the impeller per field investigation and log review. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. While on impella rp support, the p level slowly increased from p-2 to p-6. Pump stop alarm was note. The pump defaulted to p-0 with no flow. The pump was immediately placed back to the previous p level and restored without complication. The staff continued to monitor the patient and impella. Once in the intensive care unit, another pump stop occurred. The pump was explanted and the patient was transferred for higher level care. No patient harm was reported due to the issue.